Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient while removing the resectoscope from the urethra. No further information was provided, but the intended procedure was successfully completed with the same set of equipment and there was no report about an adverse event or patient injury.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell inside the patient while removing the resectoscope from the urethra. However, the whole fragment was reportedly retrieved from the urethra and the intended procedure was successfully completed with the same set of equipment. There was no report about an adverse event or patient injury.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off completely. However, no part was missing since the whole fragment was returned as well. Furthermore, there is a lateral scratch inside the resection sheath which was most likely caused by the application of excessive mechanical force to the sheath's distal end. Since the crack was inside the sheath, it had not been noticed during inspection and the ceramic insulation broke off during the procedure. Therefore, this event/incident was attributed to use error. In addition, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.